Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 53 and 77 mg/dl at the time of the call. The customer had gone through 2 infusion sets and 2 reservoirs and is about to run out of insulin. Customer was having issues with the filling process and insulin was coming out too fast. The customer was given food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer also reported an instance of a high blood glucose event that led to hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in section d2 was incorrect with the initial report. The correct information has been provided with this report.